Event description:
During a routine generator changeout the physician noted that there was an insulation breach in the proximal portion of the lead. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the outer insulation was melted. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Analyst visual comment indicates that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.